Event description:
The complainant alleged that while pacing pt that was not breathing, the device lost capture and stopped pacing. The medics were able to obtain another device to pace the pt. The pt subsequently expired, but the complainant indicated that the pt outcome was not a result of the reported malfunction.